Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm that would not clear despite reseating the backup battery twice can be confirmed. The log files provided from the customer and retrieved from system controller (serial # (B)(6)) were reviewed. The data captured in the event log file revealed a backup battery fault (f34, f54) alarm became active on (B)(6) 2024 at 15:04:17. The recorded data suggested that the battery has been reseated at 15:04:51 (backup battery not installed alarm) and the backup battery fault reactivated at 15:04:55 (f34, f35, f32, f31). The battery appeared to have been reseated on (B)(6) 2024 (backup battery not installed alarm); however, the reported alarm activated shortly after. The pump speed value was not affected by the alarm. The periodic log file contained events recorded on (B)(6) 2024 and (B)(6) 2024 where a backup battery fault alarm was captured. The evaluation of the returned backup battery serial number (B)(6) revealed the battery was in unremarkable condition. The backup battery was functionally tested while installed into a test system controller connected to a test equipment and an intermittent backup battery fault alarm was reproduced. The backup battery was forwarded to the supplier for additional analysis and a damaged component (inductor l3) was confirmed. This damage resulted in an open ground connection, which prevented communication with the battery eeprom. The battery eeprom itself remained intact and operated properly when isolated from the affected circuitry. The root cause for the damaged inductor was not able to be determined during the supplier investigation. Abbott will continue to monitor and track similar events. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. 11v backup battery (serial # (B)(6)) was received for an evaluation. The battery was inspected. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a ¿replace backup battery¿ alarm that would not clear despite reseating the backup battery (ebb) twice. Date and time was accurate on the system controller and there was no obvious damage to ribbon or battery. Log files were submitted for review and captured some intermittent ebb faults post implant on (B)(6) 2024. Attempts to reseat the ebb a couple times to resolve these faults were noted. It appeared that they returned after reseating the battery so replacing the ebb and then performing a couple system controller self -tests was suggested. The ebb was exchanged and alarm resolved immediately.